Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the ventilator alarmed tf 5512 during ventilation on patient. No harm to the patient was reported. Additionally, the logfiles have not been received for analysis. A replacement sensor board was provided to the customer to address the issue. Despite several reminders, the manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. As no further feedback was received, the case is considered closed.

Event description:
Hamilton medical ag received the following event description: ventilator alarmed with tf 5512 during ventilation of a patient. Device was removed. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). At the time of writing this report, the serial number is unknown. Consequently, section d, which requires the "primary unique device identification (UDI) number," could not be completed. Investigation ongoing.